Event description:
Patient was revised to address poly wear of the patella.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Product info required to review the device history records and search the complaint database was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear without the product to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.